Manufacturer narrative:
The device will not be returned for evaluation; therefore, no determination can be made.

Event description:
On 11/08/06, quality assurance mgr (qam) was contacted by sales rep for orthopedics who stated the pt did not heal properly after a lapidus procedure using (2) wedge implants along with bone stem and external fixation device.the physician and qam spoke on 11/08/06 to discuss the details of the case in which the physician did not have op notes with him. The physician stated that the pt had originally undergone a metatarsal cuneiform where he tried to fuse the metatarsal to the bone using an internal fixation device. The pt was non-weight bearing for 12 weeks. The surgery led to partial non-union then developed into a non-union. This resulted in a second surgery where 1 or 2 wedge implants were used in conjunction with exogen bone stimulator and orthofix external fixation device. Subsequently, the pt sought alternative care at another facility where she underwent a 3rd procedure, an iliac crest bone transfusion. The physician stated he would provide op notes to the MFR upon permission or the pt.